Event description:
The registered nurse (rn) reported to fresenius customer service that the peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2026 and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) on (B)(6) 2026 with complaints of abdominal pain, exit site pain, exit site drainage, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin 1000 mg every 4 days for 14 days (began 21/mar/2026, completion expected (B)(6) 2026). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus and staphylococcus epidermidis, and the patient¿s antibiotic regimen was continued. The patient is recovering from the serious adverse events and continued to undergo ccpd therapy while hospitalized without any reported issues. The patient was discharged home on (B)(6) 2026 in stable condition and resumed utilizing the same liberty select cycler without any reported issues. The pdrn attributed causality to a touch contamination event due to an acute medical condition. The patient was recently involved in a motor vehicle accident (mva) and was taking pain medication and muscle relaxers prior to contracting the peritonitis. Per the pdrn, the serious adverse events are unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, exit site pain, exit site drainage, and cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The pdrn attributed causality to a touch contamination event due to an acute medical condition. The patient was recently involved in an mva and was taking pain medication and muscle relaxers. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus aureus and epidermidis are commonly found in the mucus membranes, axillae, and on the skin of humans. Additionally, staphylococcus is the most frequent organism associated with peritoneal infections and is usually due to a touch contamination event. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.